Manufacturer narrative:
Clarification to section h.10 of the initial report: in the optune gio commercial program, the observed frequency of suicidal ideation, regardless of relatedness to device, is 0.08%, with 27 reports of suicidal ideation to date. This is the only case out of the 27 reported events that was assessed as related to device use by a healthcare provider (hcp) or by novocure. Correction to section a.2. Of the initial report: date of birth is february 23, 1952. Follow-up information: review of device logfile data showed multiple device alarms, most commonly "therapy timeout" errors caused by the patient not turning on therapy after turning on the device. Novocure was informed on july 15, 2024, that the patient had entered hospice.

Manufacturer narrative:
Novocure's medical opinion is that the patient experienced psychological stress due to optune gio therapy, therefore the contribution of the device to the suicidal ideation cannot be ruled out. Suicidal ideation was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). Suicidal ideation is well known in terminally ill patients. One study found that 45% of terminal cancer patients had suicidal non-persistent thoughts while 9% had suicidal ideation (madeira et al., j psychosoc onc, 2011, 29:636-642). There have been 27 reports of suicidal ideation in the commercial program to date.

Event description:
A 72-year old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. In a medical record received on (B)(6) 2024, it was noted that on (B)(6) 2024, the patient ended optune gio therapy. Optune gio therapy was discontinued due to disruption of daily activities due to the product giving high-temperature alarms while hiking and at night, keeping her and her partner awake. Patient reported her quality of life had diminished since starting optune gio therapy. Reportedly, patient canceled a planned trip as patient experienced passive suicidal ideation associated with optune gio therapy. On (B)(6) 2024, the prescribing physician informed novocure that the patient did not require hospitalization or treatment for the event, and was not experiencing disease progression at the time. According to the prescriber, the patient had made a passive suicidal ideation comment to her significant other at home. Per the prescriber, the patient's frustration with the device and its limitations (i.e., she couldn't hike with it on without the electrodes overheating and causing the machine to alarm, frequent wakeups at night due to noise made by the device), caused the event.